Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the bottom part of the tube was kinked and had a cut in the kinked area. The reported condition was confirmed. The cause was determined to be due to a manufacturing issue. Retraining and recertification to appropriate personnel has been implemented to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set was kinked. This was observed during set-up. There was no patient involvement. No additional information is available.